Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =500 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump experienced several loss of prime alarms. Troubleshooting completed by animas customer support revealed the patient was not properly cycling the insulin cartridges prior to use and was filling the insulin cartridges with cold insulin instead of room-temperature insulin according to the instructions for use. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with training/misuse; no device malfunction was indicated or alleged.